Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the closure procedure was uneventful, hemostasis was achieved by the clip. Peripheral pulses were normal and doppler ultrasound of the lower extremity was normal. Three days post procedure, the patient presented with a cold leg. Surgery was performed and the clip was found to have grabbed the posterior wall of the vessel. The clip was removed and the artery was repaired with a patch. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the initial procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.